Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024) - upon reception, the returned smarttouch tablet was tested and the reported behavior was confirmed: a reference programming head was connected, but it was not correctly detected and an error message was displayed. - the observed issue most probably resulted from a corruption of the programming head driver. However, the root-cause of this corruption could not be determined with certainty. - the tablet followed the normal repair workflow (including a re-ghost to restore its initial configuration) and was sent back to the field.

Event description:
Reportedly, an error message related to telemetry was displayed during an interrogation. Several inductive heads and dongle were tested, but the error message remained.